Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that customer received a failed battery test alarm, even after troubleshooting. Customer's blood glucose was 180 mg/dl. Insulin pump would be replaced.

Manufacturer narrative:
The pump was received with a blank display due to a corroded battery tube. Unable to verify the failed battery test due to a blank display. The pump was received with minor scratches on the reservoir tube window and minor scratches on the lcd window.